Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful angioplasty procedure in the cephalic arch, the pta balloon allegedly became stuck inside the 8fr sheath and upon removal from the patient the balloon catheter allegedly broke. The vessel was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the left upper arm cephalic vein. There was no reported patient injury. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon was returned inserted through an unbranded introducer sheath. A complete detachment of the balloon was observed at the proximal balloon glue joint. The polyimide did not remain intact. The distal tip of the sheath was severely flared, indicating retraction issues. The distal tip of the balloon was protruding from the distal end of the introducer sheath. Additionally, the balloon material was prolapsed over the distal tip of the catheter, indicating retraction issues. The detachment at the proximal balloon glue joint was examined under magnification (microscope 10x). The edges at both ends of the detachment were stretched and jagged, indicating that excessive force caused the detachment. The catheter was noted to be kinked throughout the length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were observed to the device. Functional/performance evaluation: the balloon was unable to be retracted or advanced through the sheath. No additional functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the returned sample condition, the complaint investigation is confirmed for sheath retraction issues and a balloon detachment. The complaint investigation is unconfirmed for a break. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: indications for use atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries. Warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a successful angioplasty procedure in the cephalic arch, the pta balloon allegedly became stuck inside the 8fr sheath and upon removal from the patient the balloon catheter allegedly broke. The vessel was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the left upper arm cephalic vein. There was no reported patient injury.